Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed the following: sensing - oversensing; 42 - ventricular nst<=210 ms average v-cycle between (B)(6) 2010 and (B)(6) 2010; sensing - interference/noise; ventricular short interval count v-sic=116.6 counts avg/day, in 30 days, between (B)(6) 2010.

Event description:
It was reported that the right ventricular (rv) lead was oversensing noise and the patient received several inappropriate shocks. The patient alert was activated. The rv lead and device were explanted. At the explant an attempt was made to implant a new system, however, the venous entry collapsed and it was not possible to implant a new lead at that time. A new lead was implanted at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.